Event description:
Spontaneous call from pt with pump alarming "no disposable, clamp tubing". Tried troubleshooting with pt. She took cassette off and wiped bottom of pump and reconnected but still alarming. Instructed pt to switch to other pump. Pt successfully switched to backup pump and began infusion. Serial number of malfunctioning pump: (B)(4). Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.